Event description:
It was reported that the patient's neck incision became reddened. The patient was seen by the surgeon and cultures were sent for both incision. Both incisions tested positive for staph. Antibiotics were provided and patient was reported to be responding to antibiotics but chest incision had to be reinforced with staples due to suture disintegration. Patient has since been seen by the physician and was reported to be doing well. A review of device history records showed that both the lead and generator were sterilized prior to distribution.